Manufacturer narrative:
There was no patient injury. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during a procedure and the patient circuit 1 would not pump. The connection was changed over to patient circuit 2 to continue the procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error and found that patient circuit 1 was not pumping. The service representative was able to trace the fault to a burnt pump/distribution board connection. Due to the age of the equipment (manufactured in march, 2001), the required parts are no longer available for replacement. Through communication with the customer, sorin group (B)(4) learned that the unit is currently still in use. The customer previously only used patient circuit 1, however they have switched to patient circuit 2, which was previously not used. The customer will proceed with this interim solution until they are able to replace the unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during a procedure and the patient circuit 1 would not pump. The connection was changed over to patient circuit 2 to continue the procedure. There was no report of patient injury.